Event description:
Pt underwent cataract surgery on 09/24/98, and implantation of a staar model aa-4203vf intraocular lens. However, the lens tore during the insertion process and was cut with a loop cutter and removed. The surgeon implanted a staar model aq-2003v intraocular lens and tore the lens; it was cut with the same cutter and removed. The surgeon switched to another injector and implanted a third lens with no problems. He said he felt the injector was at fault. However, the lens, cartridge and injector used during surgery were not returned to staar for eval. The surgeon said the additional manipulation in the pt's eye, amy have been a factor in causing some corneal changes in the pt. He is considering corneal transplantation. The pt was referred to a corneal specialist, who also feels the pt should undergo a penetrating keratoplasty.